Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks. The rubber stopper had been removed by hand and the packaging needle was securely attached to the syringe. After injecting 0.1ml of the product, a cracking sound was heard and the filler spilled out from the syringe. There was a crack in the plastic part of the needle. There were no injuries.

Manufacturer narrative:
Lab analysis of the device found an empty syringe of 1.0 ml received without cap, no needles. No defect observed to syringe.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks. The rubber stopper had been removed by hand and the packaging needle was securely attached to the syringe. After injecting 0.1ml of the product, a cracking sound was heard and the filler spilled out from the syringe. There was a crack in the plastic part of the needle. There were no injuries.